Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had unknown mentor saline prostheses implanted and experienced bilateral capsular contracture (baker¿s grade unknown) post procedure. The patient reported having multiple symptoms including, but not limited to, pain, left implant disfigurement, fatigue, skin rashes, mouth ulcers, and blurred vision. As a result, the devices were explanted on (B)(6) 2018. See 1645337-2019-10226 for contralateral prosthesis report.